Event description:
It was reported that the roller pump display was blank. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint as the display was working upon arrival. The fsr replaced the roller pump display assembly. Release testing was performed. The unit operated to the manufacturer's specifications. Per data log review, the log showed on (B)(6) 2022 the large roller pump had many start/stop and cover open/closed events. It appeared the pump was still functioning even though the display was off. The complaint could not be confirmed with the log files.

Manufacturer narrative:
Updated block: d9

Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump display to lab use only (luo) testing equipment. The roller pump display functioned as intended throughout testing. Output was steady for several hours with no indication of a disruption. There were no obvious defects observed on the graphics driver or the screen. All the electrical connectors were securely engaged. It was determined that the roller pump display met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during priming of the device for a cardiopulmonary bypass (cpb) procedure. As mitigation, the pump was controlled via the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b3, b5 and h6.